Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the paroxysmal atrial fibrillation procedure, an air leak was noted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. When the sheath was inserted into the heart and negative pressure was applied in an attempt to flush, air was aspirated. Aspirating air many times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed due to sheath replacement. Air contamination to the patient's heart has not been confirmed.